Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii hemi cluster52e; cat # 702-11-52e; lot # 68810706. 6.5mm low profile hex screw 35mm; cat # 7030-6535; lot # 3d4a. Size 7 accolade ii 132 deg; cat # 6720-0737; lot # 74903105. Delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot # 77445001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "implant exchange to address infected total right hip." A shell, screw, insert, head and stem are listed.

Event description:
As reported: "implant exchange to address infected total right hip." A shell, screw, insert, head and stem are listed.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided for a clinician review which noted that," adverse event identified - infection of right hip with single staged implant exchange/revision. Hazards: none related to the implant. Conclusion of assessment: the presence of a postoperative periprosthetic joint infection was confirmed. The infection necessitated a revision surgery." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's right hip was revised due to infection. The available medical records were provided to the consulting clinician for a review which noted that the presence of a postoperative periprosthetic joint infection was confirmed. The infection necessitated a revision surgery. No implant related hazards were identified. The root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information is needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. A microbiological assessment was completed by declan normoyle, principal microbiologist, stryker ireland who indicated: due to the nature of the organism isolated ¿ susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not probable that staphylococcus aureus could have originated from the implants. If additional information and/or device becomes available, this investigation will be reopened. H3 other text : device not available.